Event description:
User received a questionable creatinine result for one patient sample. Initial creatinine result gave 8.6 mg/dl. This creatinine result was reported outside the laboratory. The ER doctor questioned the creatinine result. The sample was repeated on this c501 analyzer giving creatinine result of 1.0 mg/dl. The same sample was repeated on "other analyzer" also giving creatinine result of 1.0 mg/dl - analyzer method used not provided. A second sample was obtained from the patient in the ER and was testing giving creatinine result of 0.9 mg/dl - analyzer/method used was not provided. ER doctor called and questioned initial creatinine result before treatment. There was no affect to the patient. Creatinine reagent lot number - 62253701. The field service representative found reagent probe was misadjusted. He adjusted reagent probe and ran performance tests which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.